Event description:
On (B)(6), 2010, the pt's mother and pt contacted animas to report the following: the pt's blood glucose reportedly had been evaluated for the past 3 weeks: last evening, blood glucose was 480 mg/dl with ketones and the pt's current blood glucose during the call as 296 mg/dl. The pt is not on new medications and rotates infusion set sites. The pt had been using the inset 9mm infusion set for the past 4 yrs and claimed there is an issue with the insulin leaking at the site area: the date of the most recent occurrence of the insulin leaking was not provided. The animas rep went through troubleshooting with the rptr and noted the following: the cannula reportedly was not bent and the pump history was confirmed to be correct. The animas rep did not note any pump malfunctions. It was noted that the pt bolus large amounts of insulin, so the pt was advised to change the bolus delivery to the slow setting to see if that would make a difference. The animas rep conducted a f/u with the pt on (B)(6), 2010. The pt indicated there has not been any leaking at the site after the bolus delivery had been changed to the slow setting. The pt's blood glucose levels are still elevated and the pt is still in contact with the health care professional with managing the elevated blood glucose levels. This is no indication that the pump malfunctioned; however, this complaint is being reported because the pt allegedly developed elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.